Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported migration (partial clip movement) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. Two clips were implanted, one central on the anterior and septal leaflets (a/s), and the other central on the posterior and septal leaflets (p/s). After five minutes of deploying the clip on a/s, a partial clip detachment was observed from the anterior leaflet. The procedure was ended with grade 2 tr. There were no adverse patient effects.